Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found that the jaws opened and closed without issue. Engineering also observed the tube extension is slightly dislodged from the main tube and the entire tube extension wall is broken at the keys. The distal end of the main tube and the tube extension have burned sections. The discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure and the tube extension breakage may have created a path for arcing to occur. No other damage found

Event description:
It was reported that the tips of the monopolar curved scissors instrument will not open and close. No additional information was provided. No patient harm, adverse outcome or injury was reported.